Event description:
The customer received a questionable troponin t gen 5 stat result for one patient from the cobas e 411 rack analyzer. The initial result was 18.96 ng/l and was reported outside the laboratory as 19 ng/l. The physician questioned the result and contacted the laboratory to have the sample retested. On (B)(6) 2018, the sample was repeated on the same cobas e411 analyzer and a cobas 8000 e601 analyzer. Both result were <6.00 ng/l with a data flag. A corrected report was sent. There was no adverse event. The reagent lot number was 30564901 with an expiration date of 30-jun-2019. The field service representative could not determine a specific cause. He replaced the sample probe, adjusted the voltage, replaced pinch tubing, replaced syringe seals, replaced all black measuring cell tubing, verified all mechanical adjustments, cleaned and lubricated all mechanisms, ran system volume check, a high voltage check, analyzer performance testing, and blank cell calibration. All results were within specifications. The instrument passed all applicable calibrations and qc.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.